Manufacturer narrative:
In addition to the finding in b5, the evaluation found the reported customer's allegation of blockage in the balloon channel was confirmed. However, the bending section cover leakage was not confirmed. Also, the evaluation found the following: balloon brush not passing due to clogging at the distal end side cause of which no water supply. The acoustic lens had a cut which reaches to glue layer. The acoustic lens probe insulation test failed due to cut on it. Due to the wear of angle wire, the bending angle in the down direction did not meet the standard value. Due to damage to the channel tube, water tightness was lost. The adhesive on the bending section cover was detached. The light guide cover glass had a dent. Grip had a scratch. The forceps channel port had a scratch. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The distal end had a scratch. The suction connector had a scratch. The air/water leakage from the insertion tube/bending section. The objective lens had a scratch. Due to the clogging of the balloon water tube, the balloon channel cleaning brush cannot be inserted smoothly. The universal cord has a scratch. Due to the clogging of the balloon water tube, the balloon water supply volume did not meet the standard value. The light guide-cover glass had a scratch. The control unit had a scratch. The scope cover had a scratch. The light guide bundle had a breakage. The balloon water supply was out of specification.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus for blockage in the ultrasonic bronchofibervideoscope balloon channel and the bending section cover leakage. The issues were found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the connecting tube had a coating peeling (1 mmsq or more), and the balloon water tube was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the balloon/water tube could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the issue was the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the insertion tub coating peeling could not be determined, however the issue was likely the result of repetitive use stress. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.